Manufacturer narrative:
B3 unknown. E1: initial reporter phone: (B)(6). One device was returned for analysis. Visual inspection showed the device was in good condition. There was no evidence to review in the device's event history log. A visual and functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was unknown. A history review identified there was no indication that the complaint was related to the device within the review period.

Event description:
It was reported that the pump exhibited a low battery despite the battery being charged prior to use. The patient was connected to the pump and was to receive chemotherapy treatment. No patient injury was reported.